Manufacturer narrative:
H2-h6: a software task was initiated. In the first session, repeated infrared interference warnings were suspected to have been observed across multiple tools, with frequent fault raise and clear cycles indicating unstable optical tracking conditions. A tool geometry conflict warning (ndi warning code: 3) is suspected to have been present. A camera internal comms synchronization error (fault raised and cleared) and a communication response timeout ("did not get reply in time for tx:180f, restarting comms") are suspected to have occurred, indicating intermittent communication degradation with the optical localizer. These conditions are suspected to have contributed to intermittent tracking behavior, including loss of tracking and flickering instruments. Ultimately, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b24, c19, and d15 are applicable to the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: 2.1.0, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during surgery the navigation system was unable to see the reference frame, spheres were not displaying. When they brought the passive planar blunt into the field of view, they were able to see it in the tracking window intermittently. The site replaced all spheres on the reference frame and the passive planar blunt and the issue persisted. The site switched navigation systems in the operating room (or) with a navigation system on stand-by. The site continued to use the same reference frame with the new navigation system and was able to proceed with the case. This issue caused less than 1 hour surgical delay. There was no reported impact on patient outcome. During troubleshooting, the clinical specialist (cs) tried to recreate the issue after the surgery and was unable to recreate it.

Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.